Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a consumer via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) on (B)(6) 2007. Medical history includes surgery for silicone placement (location not provided). No concomitant medications were reported. On (B)(6) 2007, this pt reported that after her first administration of sculptra she noticed a little improvement in the facial sulcus. She received her second application of sculptra and has not noticed any desired effect. Her physician was not informed of this info. Addendum for f/u received on (B)(6) 2007: results of global ptc #(B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history review) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable.